Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder. Front cap shell won't lock in place. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 0.003v. Battery and electronics were found corroded. Unable to perform baseline wireless/functionality test or displacement dose accuracy test. However, performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 3.25ozf-in). Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken.] In conclusion: it was determined the cause of inpen not pairing was caused by fluid intrusion to the battery. However, performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 3.25ozf-in). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leadscrew anomaly, inpen is not dispensing insulin. The customer reported no adverse event. The event involved product(s) mmt-105elblna and mmt-105elgyna.troubleshooting was performed for the event. Customer reported inpen screw movement issue. Identified inpen screw does not move when injection/dose button is pushed. Inpen replacement initiated. No harm requiring medical intervention was reported. Mmt-105elblna and mmt-105elgyna were requested and customer response was the device will be returned.